Event description:
It was reported that the patient experienced diaphragmatic stimulation. Reprogramming was unsuccessful to resolve the stimulation. The left ventricular (lv) lead appeared to have moved back slightly in the coronary sinus. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.